Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause was unknown. The patient was treated for the peritonitis with vancomycin (dose, route and frequency not reported). Four days after admission, the patient was discharged and was recovered twenty one days later. On an unknown date in the same month of event, pd therapy was discontinued and the patient was switched to hemodialysis. Additional information is not available.